Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 102 mg/dl back to back with a result of 378 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that the customer was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that the customer drank a can of pepsi through a feeding tube afer the first reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.